Event description:
Additional information received from patient reported that she was having a lot of pain with stimulator. The pain was above the battery and in the groin area. Patient stated it hurts when she walks and it is uncomfortable. The pain was lower than the kidneys so she did not think it was the kidneys. It was indicated that she had turned off the stimulator a night prior to this call and it was still hurt. She had to take pain medications every 4 hours. It was getting worse. There was no fall or trauma could be related to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had one instance of leaking on (B)(6) 2016 and had an increase in frequency on (B)(6) 2016. The patient had to go to the bathroom about every half hour and this was new. This was due to a sudden change in therapy or symptoms. The consumer later reported that they didn¿t really know the circumstances that led to their lack of symptom control, leakage, and increase in frequency. The step taken to resolve the lack of symptom control, leakage, and increase in frequency was that the patient saw their health care provider (hcp) and a manufacturer nurse. The patient saw their hcp 2 weeks prior to (B)(6) 2016 and the manufacturer representative was there, checked the device, and set the patient on program 1. The therapy worked for a couple of days and then the patient had a loss or change of therapy and started having accidents again. The patient increased stimulation all the way up to 3.00v on (B)(6) 2016. When increased, the patient did not feel much stimulation, but started feeling pain and didn¿t know where the pain was coming from. The patient¿s bladder was hurting in between their crotch. The pain was not that much during the day and the patient felt it more when they were lying down in bed at night. It was so painful that the patient had to take vicodin and didn¿t like taking pain medications. The pain wouldn¿t go away and the patient went to see their general practitioner (gp) and tried calling someone, but could not get ahold of them. The patient tried turning stimulation down, but the pain still bothered them. The patient turned their implantable neurostimulator (ins) off on the night of (B)(6) 2016. The patient tried programs 2 and 3 and was on program 1 now. The patient never tried program 4. The patient¿s main problem was that their bladder didn¿t empty. The patient¿s hcp gave them medication to take twice a day, every 12 hours. The medication was making the patient have accidents a lot and the patient soaked their pad. The patient was going to try program 4.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they are on program 4 @ 1.2v and they could not feel stimulation at the time of the report. They increased stimulation to 1.9 and it was comfortable in all positions. They were aware that if stimulation becomes uncomfortable, to decrease it. The patient also stated they had a return of symptoms. Their bladder does not empty and they are going to the bathroom about every half an hour. The patient was directed to contact their healthcare provider (hcp) for additional concerns. On (B)(6) 2016 the patient stated they had a horrible day. By 8am they had already voided 8 times since in 4 hours. They had 2 accidents and 2 bowel movements. The thursday prior to the report, they saw their hcp and was at 2.5v and it worked for a while. They changed it 3 days prior to the report, on monday, to 2.8v, but on the day of the report it was not working at all. The patient said their patient programmer shows that the ins is off, and they are not able to turn it back on. During the report, they were able to turn the ins back on and felt no stimulation. They increased to 4v and confirmed they felt a mild vibration. Then the patient said they felt "pain in the battery" and not the stimulation part. They also said they felt jolting and it started after they increased to 4v. They turned stimulation down to 3.8v and would monitor the issue. On 2016-jul-01 the patient re-reported that their symptoms had returned and had pain in the "battery in her body". On the day of the report, they said their symptoms were the worst its ever been and there was a worsening of symptoms. They reported that since they lowered their stimulation to 3.8v, from the last report, their symptoms went away during the report. When the patient got off the phone they thought they were okay, but the pain continued and didn't go away, so they called their hcp. The hcp office told the patient to lower stimulation to 3.1v. The pain went away after that, however they continued to have bladder and bowel symptoms. The symptoms have gotten worse and they are so bad the patient wants to cry. They stated they have "no control and has had several accidents", they had 9 voids and 6 bowel movements, which were "totally out of control". It was working for them and then they had to go back to pads and not being able to make it to the bathroom. They stated that something is not working right and they don't know what to do. The patient decided they were going to change programs from 3 at 3.1v to 4 at 1.9v, as they think that was the program they were on when they were first implanted. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) a few weeks ago the patient presented to the healthcare professional (hcp) with unspecific pelvic pain. A reprogramming and re-education of the patient programmer was performed as well as other tests to rule in/out issues such as urinary tract infection, infection, ect. The rep noted they had follow up with the hcp¿s office on (B)(6) and they told the rep the patient felt the interstim was the cause of her pain and had since turned it off. The rep stated there were no known environmental, external, or patient factors that may have led or contributed to the event. The rep noted a device was interrogated and patient re-education about the patient programmer and appropriate amplitude performed in late october. The rep stated the patient was advised that a low level of sensation and amplitude was more appropriate. The rep stated that at the time there was unspecific pelvic pain that was reported the hcp, but the interstim was not the first suspected source. The rep noted other tests were ordered and performed, including for urinary tract infection, infection, ect. The rep stated they had follow up in the hcp office on (B)(6). The hcp office told the rep the patient thought the source of the pain may be from the interstim being ¿near a nerve¿ and had since turned it off. The rep stated they did not know if the issue was resolved. The rep stated surgical intervention did not occur and was not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.